Manufacturer narrative:
The device remains implanted; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with stent occlusion and peripheral anterior synechiae (pas) formation at the stent opening. Per report, there was no adverse impact to the patient or intervention required, and the intraocular pressure remains stable. Through follow-up, the surgeon reported that the degree of stent obstruction is unknown, and reiterated that there was no adverse patient impact and no intervention was required. The patient's most recent status was reported as pas obstructing the stent with the opening not visible and the intraocular pressure (iop) remains low. The report noted that it is unknown what factors may have contributed to the pas and stent obstruction.

Event description:
The following additional information was received. Per report, the stent occlusion associated with peripheral anterior synechiae (pas) requires no further treatment. The report noted the iop remains stable (lower), and the stent was noted as effective.

Manufacturer narrative:
MFR# reference: (B)(4).